Event description:
The customer called to report a blank display on the insulin pump. The customer stated that she went swimming while wearing the insulin pump. The customer stated that there's water inside the liquid crystal display. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly.